Manufacturer narrative:
H3: the results of the analysis concluded that there was no malfunction in the device. H6: fdm b17, fdr c20, img g02030, and fdc d16 codes no longer applicable. H3: serial number: (B)(6)- the results of the analysis concluded that there was no malfunction in the device. H6: serial number: (B)(6)- fdm b17, fdr c20, img g02005, and fdc d16 codes no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during thyroid procedure, system was muting even without active cautery. The issue persisted for both wired and wireless connection. The troubleshooting was performed, re-plugged system into an isolated outlet, connected the setup and cautery to rep's loaner system, the issue did not replicate, and surgery was completed with the loaner system. There was no patient impact.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: n im4cpb1, product description: patient interface nim4cpb1 nim 4.0, serial number #: (B)(6), UDI#: (B)(4) h6: patient interface serial number #: (B)(6): fdm b21, fdr c21, img g02005 and fdc d16 code are applicable. Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.